Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closures. This event occurred 50 times. The following information was provided by the initial reporter and translated to english. The customer stated: "once stoppers of tube are opened, even if they were closed well, they open so easily."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by visual examination and stopper pull out testing and the issue relating to loose stoppers was observed. Ten (10) out of the 29 retention samples failed the stopper pull out test, thereby confirming the reported failure mode for loose stoppers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. CAPA pr # 1875009 has been initiated by bd for documentation relating to the issue of loose stoppers to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closures. This event occurred 50 times. The following information was provided by the initial reporter and translated to english. The customer stated: "once stoppers of tube are opened, even if they were closed well, they open so easily."